Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient's generator and lead were explanted shortly after initial implant due to infection at the neck site. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release and was confirmed to be hp sterilized. The generator and lead were returned. Device evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.